Event description:
It was reported that the autoclavable camera head displayed a distorted and unreadable image. The issue was identified during a therapeutic holmium laser enucleation of the prostate procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leaked head and adhesive peel. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.